Manufacturer narrative:
Cuff pressure controller board was defective and replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
Hamilton medical ag received the following incident description: no log files provided or available. Unable to reach set cuff pressure.

Manufacturer narrative:
Cuff pressure controller board was defective and replaced.

Event description:
Hamilton medical ag received the following incident description: no log files provided or available. Unable to reach set cuff pressure.

Event description:
Hamilton medical ag received the following incident description: no log files provided or available. Unable to reach set cuff pressure.

Manufacturer narrative:
Cuff pressure controller board was defective and replaced. Additional information added in follow-up #2 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective cuff pressure controller board. After replacing the cuff pressure controller board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the cuff pressure controller board could result in inadequate ventilation support.